Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc missing lot information was requested from the initial reporter. If additional information becomes available a follow up report will be submitted.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in type ii bone in ada site 29, the implant had not yet achieved osseointegration. A bone graft was placed and fenestration was reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc missing lot information was requested from the initial reporter. If additional information becomes available a follow up report will be submitted. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In addition, the dentist reported that the procedure of immediate load was performed.

Event description:
The clinician reported that 2 months after the dental implant and abutment were placed in type ii bone in ada site 29, the implant had not yet achieved osseointegration. A bone graft was placed and fenestration was reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.